Event description:
It was reported to medtronic neurosurgery that the catheter ripped when the physician pulled off the tunneling device. According to the report, the physician had to cut the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.